Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown. Customer's doctor looked at battery cap and advised to get a new one because of damage. Customer was advised that we will send replacement battery cap. Customer was advised to revert to backup plan until replacement cap arrives.